Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 2090, programmer; product ID 2290, pacing system analyzer. (B)(4).

Event description:
It was reported the programmer rf (radio-frequency) head does not work. The rf head needs to be checked for telemetry and was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device had intermittent interrogation, moving the cable influences the telemetry. As a result the cable was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.